Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the physician commented that the dilator was tight going into the vizigo¿ sheath. Once introduced, the vizigo¿ sheath had some bleed back from the valve. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. There was no patient consequence. Additional information was received on 18-nov-2021. It was reported that it was difficult to assess if the valve was damaged. The valve was bleeding back so the reporter thought that there was something that "broke¿. It was difficult to assess what section of the valve was broken since the broken valve appeared to be internal. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body that the physician was aware of. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The resistance they were having with the sheath was when they were trying to advance the dilator into the sheath. They were not aware of any physical damage on dilator, of any occlusion when irrigating the sheath, or if sheath was narrowed or blocked. The dilator was still able to be moved through the sheath. The dilator was not stuck on the sheath. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction. The resistance with sheath issue was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and it was found that the hemostatic valve is missing. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve missing was also assessed as MDR reportable. The awareness date is 06-jan-2022. The device evaluation was completed on 06-jan-2022. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the physician commented that the dilator was tight going into the vizigo¿ sheath. Once introduced, the vizigo¿ sheath had some bleed back from the valve. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. There was no patient consequence. Visual analysis of the returned sample revealed that the hemostatic valve was missing off of the vizigo sheath. Some bents in the shaft of the device and on the vessel dilator. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. A device history record (DHR) was performed for the finished device 50000027 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional investigation was initiated to address the root cause for the resistance with sheath issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: conclusion not yet available (d16) were selected as related to the additional investigation that was initiated regarding the resistance with sheath issue. Investigation findings: fracture problem (B)(4) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation issue. Manufacturer's reference number: (B)(4).